Event description:
It was reported that the pump touch screen was intermittently unresponsive and the wake button was sticking. Additionally, it was reported that intermittent out of range issues occurred between the transmitter and the pump for an unspecified amount of time. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.